Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at the display window corners, display window and battery tube threads. The device was also received with a minor scratched liquid crystal display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer tried to enter her grams for a correction. The customer's blood glucose was 128 mg/dl. She noted that she was also pregnant and had a hectic schedule. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.